Event description:
Desimetrist create a new patient, entered two treatment fields and printed treatment sheet. Dosimetrist then edited one field to change the y1 and y2 jaw positions. This change does not appear on any new treatment sheets but is saved in the database and was used for treatment of the patient (14 fraction). The edited field was incorrect but the clinic's qa procedure called for physics/dosimetry to verify the accuracy of the fields using treatment sheet printouts which only displayed the originally entered (add correct) treatment field, not what is actually saved in the database and delivered. Problem is reproducible.